Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:844:0000 that failed to audibly alarm was confirmed by baxter personnel during product evaluation. The root cause of this condition was not identified. The harness volume control was replaced as a precaution. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.? The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
A baxter service technician discovered a colleague infusion pump experienced failure code 550:320:844:0000. This problem was identified during service and failed to audibly alarm as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.